Event description:
It was reported that after imaging while the ivus catheter was being removed from the body, the middle shaft of the catheter became separated. The separated portion remained inside the guide catheter. The guide catheter was removed from the pt's body and the separated portion of the catheter was retrieved from the guide catheter without any incident. It was further reported that the ivus catheter did not get stuck in the lesion or any other device. There were no missing parts noticed when the device was removed from the pt. Another catheter was used and completed the procedure. There was no pt injury and no adverse events reported and the pt was released from the hospital according to the original treatment plan.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. The device was evaluated upon return and found the separation in the proximal shaft approx 65.5 cm measuring from the telescope end. Two kinks was close to the location of the shaft separation. This type of failure is likely to occur when the catheter is sharply bent while being passed through a heavily diseased (highly calcified and tortuous) vessel. However, the location of lesion, plaque characterization and tortuousness is unk. The IFU precaution for this device states: avoid any sharp bends, pinching, or crushing of the catheter. Do not kink or sharply bend the catheter at any time. This can cause drive cable failure. An insertion angle greater than 45 degrees is considered excessive. No further action is required.